Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in had a needle detach. The following information was provided by the initial reporter: "...needle popped out...".

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in had a needle detach. The following information was provided by the initial reporter: "...needle popped out..."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo. The reported defect could not be observed in the supplied photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.